Manufacturer narrative:
A product investigation was completed: the returned polyaxial head (04.634.002 lot 7643396) and 6.0mm matrix screw (04.639.635) were examined and typical wear associated with implantation and explanation were present (i.e. Worn adonization, nicks/gouges on polyaxial head). As no allegation was made against the screw body, no further evaluation will be completed. The collet material and bone screw/collet interface were found adequate and likely did not contribute to the broken collet condition. Possible factors that may have caused the polyaxial head to pop off include: not removing all interfering bone before the polyaxial head is assembled to the screw, using excessive assembly force, or misusing the instruments used to assembly the head to the screw. The user technique is not known however and so an exact root cause cannot be determined. The matrix reduction head is utilized in both assembled polyaxial reduction screws and individually for use in unassembled pedicle screw insertion. The system technique guide notes that after screw insertion, a reamer (03.632.046) is placed over the implanted screw and rotated, removing interfering bone to ensure sufficient space exists for the polyaxial head. If this step was not completed prior to attempted assembly, the complaint condition of broken: postoperatively could result. Excessive assembly force or misuse of placement instruments may have also resulted in the complaint condition. As specific technique of the user is was not reported a definitive root cause cannot be determined. Reduction head drawings were reviewed during the investigation. The bone screw/collet interface is designed with an interference fit in order to prevent a failure mode of sudden loosening when the screw is over tightened to the bone. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the matrix polyaxial reduction head popped off the 6x35mm matrix screw postoperatively leading to a revision surgery. It was reported that the patient had the original surgery on(B)(6) 2014 at l5-s1 with 6x35mm screws, 40mm rods, and polyaxial reduction heads. Approximately one week prior to the revision procedure, the matrix polyaxial reduction head popped off the 6x35mm matrix screw at s1. It is unknown how the patient or surgeon became aware of the situation. It was reported that a revision surgery was performed on (B)(6) 2015. The set screws on the side of the popped off head were removed, the rod associated with the popped off head was taken out, and then the s1 screw that the head popped off of was removed and replaced with a new screw. The rod was replaced and a new polyaxial reduction head was implanted. The revision procedure took an hour; there was no reported time delay. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown; it is believed to be about one week prior to the revision procedure on (B)(6) 2015. Additional product codes: mnh, mni, kwq, kwp. Capture necessary revision procedure. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.